Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. During the procedure, bleeding occurred and hemostasis was done with clips. The placement of peg tube was interrupted.